Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that none of the situations described in the report had been solved. It had been determined that both the catheter and pump would be replaced. The surgical procedure to remove the affected components and install the replacements would be determined upon confirmation of product availability. The patient's pump and catheter were currently implanted and not in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# unknown, implanted: (B)(6) 2023; section d information references the main component of the system. Other relevant device(s) are: product ID: 8780. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that there was a synchromed ii system failure. During a pump refill, the clinician programmer indicated that there should be 9.6 ml in the pump, but nothing was withdrawn. A rotor and catheter test was performed. After contrast medium was introduced in the catheter, it was observed that the contrast medium did not exit the catheter. The rotor test indicated it was not functioning. The physician then introduced saline solution into the reservoir and upon retrieving it, they found there was contrast media in the reservoir. It was stated that given the large amount of morphine in the reservoir (16 ml) to pass in two months, it may have crystalized. After the tests, no other diagnostics/troubleshooting actions were taken. It was decided that both the pump and the catheter were to be replaced. The issue was not resolved at the time of the report. When asked if the patient experienced any symptoms associated with the event, it was stated that the patient had a sudden, steady increase of pain during the week preceding the event. It was also reported that the event lead to or extended patient hospitalization und ER suspicion of both a possible overdose or withdrawal symptoms given that the reservoir was empty. The patient's weight was provided and medical history included chronic pain.

Manufacturer narrative:
H6 correction: the device code a141204 was not previously indicated in error. The previously applied device code a26 was replaced with a27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. As of 2025-mar-21, the event has not yet been resolved as surgery will be performed once the replacement components become available. The pump remains implanted and empty and the patient was currently being treated at home with oral medication. Regarding the return of the device once explanted, it was indicated that the local procedures states that mexico is exempt from sending back explanted devices as the country regulations do not allow it.